Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. A specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that on (B)(6) 2021 the patient presented to the emergency department with bilateral vestibular neuronitis. The patient had the symptoms of nausea, vomiting, dizziness, nystagmus, and felt the room spinning. A computed tomography (CT) scan was performed with negative results. The patient was treated for room spinning, nausea, and light headedness with improved results. Lab results revealed that the hemoglobin was trending down. On (B)(6) 2021, the patient had dark colored stools that were positive for occult blood. Hemoglobin decreased further on (B)(6) 2021. The patient received 2 units of packed red blood cells. It was reported that the patient underwent diagnostic testing consisting of a daily chemical panel and hematology panel. It was reported that gastrointestinal (gi) bleeding was confirmed presumed to be located in the small bowels. The patient had a nuclear medicine gastrointestinal (gi) bleed scan on (B)(6) 2021 that was negative. On (B)(6) 2021, the patient received a colonoscopy and an endoscopy. On (B)(6) 20201, patient had an interventional radiology angiography scan which was unsuccessful in locating the gi bleed. On (B)(6) 2021, a single balloon enteroscopy was performed. Two dieulafoy lesions in the ascending colon were ablated. On (B)(6) 2021, the hemoglobin levels became stable. No further bleeding in stool was noted. The patient was discharged home with home health care treatment. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had vestibular neuronitis, bilateral. The patient had symptoms of severe nausea/vomiting/dizziness/room spinning. The patient presented to emergency room. While the patient was admitted for vestibular neuronitis, the patient had dark colored stools on (B)(6) 2021. The patient also had a nosebleed for three days. The patient's hemoglobin continued to trend down from (B)(6) 2021 to (B)(6) 2021. On (B)(6) 2021 a decision was made to discontinue treatment arm medication indefinitely and coumadin temporarily. The patient's stool was positive for occult blood. It was reported that the patient underwent diagnostic testing consisting of a daily chemistry panel and hematology panel. It was reported that gastrointestinal (gi) bleeding was confirmed but the exact location of bleeding was difficult to find. It was presumed the location of the bleeding was the small bowel. The patient had a nuclear medicine gi bleed scan on (B)(6) 2021 and was negative. On (B)(6) 2021 the patient had a colonoscopy. It was reported at this time the patient had maroon colored stools throughout the colon consistent with active gi bleeding, blood was coming out of terminal ileum, likely the small intestines. The patient also had an endoscopy. It was a normal push endoscopy to at least mid jejunum area. On (B)(6) 2021 patient had interventional radiology (ir) angiography which was unsuccessful in locating the gi bleed. It was reported that the patient had stools positive for blood starting (B)(6) 2021, and every bowel movement since with a decrease in hemoglobin/hemotocrit. The patient will never be prescribed any antiplatelets or anticoagulants. The patient was given octreotide 50mcg treatment on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021. The patient was given prbcs on (B)(6) 2021 and (B)(6) 2021. The patient was given 2 units each time. The team was waiting for insurance approval to perform a push balloon enteroscopy as of (B)(6) 2021.